Manufacturer narrative:
Investigation summary: one sample was returned from the customer. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed, and then infused with a pump and pump module at 125 ml / hr. No ballooning occurred throughout the infusion, or after the infusion. The failure was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for the provided model and lot number was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported bd alaris¿ pump module administration sets had an issue with bulging tubing. The following information was provided by the initial reporter: "verbatim: pump alarming, rn traced line from pt to pump. When opened the tubing was bulging at the upper section of pump."